Event description:
Port accessed with #20 needle. Good blood return, but difficult to flush. Saline, urokinase instilled and flushes well. Peripheral access used for chemo 3/13/95. 3/14 - 3/15 sluggish saline flush.